Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection both of the returned liners have damage to the locking feature. The shell has scuffing and indentations on the lip of the locking feature. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: g7 neutral arcomxl lnr 36 mm f, catalog#: 010000741, lot#: 6747677, g7 neutral arcomxl lnr 36mm f, catalog#: 010000741, lot#: 6109171. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02968, 0001825034-2020-02967.

Event description:
It was reported the g7 liners wouldn't seat. No additional information.